Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip opening post deployment and clip movement. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was successfully implanted. A second clip delivery system (cds) was advanced and placed on the mitral valve. During deployment after retracting the actuator knob, it was noted the clip opened 40 degrees or more. The clip was stable on the leaflets therefore the procedure was completed with the mr reduced to 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, and a cause for the reported clip opening while locked could not be determined. The provided image and videos were reviewed by an abbott clinical research and development staff engineer. The reviewer stated ¿one (1) fluoroscopic still image was provided in which two fully deployed clips can be visualized; there is no cds or sgc in view, indicating the image was taken post deployment of the second clip (reported device). The bottom clip in the image appears to be in the fully closed positioned (~10°), while the top clip in the image appears to be opened to ~20° - 30° suggesting that the top clip is the second implanted clip with the reported issue of cowl observed during deployment. While the stated arm angles in this evaluation are estimations based on visual assessment with the naked eye and cannot be confirmed, it is apparent that the arms of the second clip (top clip in image) are opened to a noticeably larger degree than the first clip (bottom clip in image). No pre-deployment cine of the reported clip was provided; as such, no assessment or comment regarding the pre-deployment state of the clip (clip arm angle prior to dc detachment), when and/or by how much the clip opened can be made.¿ the device is included in the field safety notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).